Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 years 1 month post implant of this aortic bioprosthetic valve, the patient was being considered for transcatheter valve-in-valve replacement. Subsequently 4 days later, the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve due to severe aortic insufficiency. No additional adverse patient effects were reported.